Event description:
A report was received that the patient was experiencing cervical spine pain which radiates to the shoulders and arms. The patient was also experiencing numbness in the hands and a sharp pain near the course of the lead. The patient was given a topical anti-inflammatory cream for the cervical spine pain and was scheduled for a revision.

Manufacturer narrative:
Additional information was received that the patient underwent lead revision wherein one lead was explanted. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing cervical spine pain which radiates to the shoulders and arms. The patient was also experiencing numbness in the hands and a sharp pain near the course of the lead. The patient was given a topical anti-inflammatory cream for the cervical spine pain and was scheduled for a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm.